Event description:
On(B)(6)2022, it was reported by an arthrex employee via email that an ar-3638 knotless fibertak got stuck before surgeon was able to shuttle relay. Using a retriever, surgeon attempted to loosen it but it did not work. The sutures were cut with a slasher cutter and another product was used to complete the case. This was discovered during a procedure on (B)(6)2022. Additional information received on 6/2/2022: this was discovered during a labrum repair and another ar-3638 knotless fibertak was used to complete the case. During the relay, the sutures did break and were all removed. Case was completed successfully without further issues.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on (B)(6) 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to user error of the device due to improper bone preparation and/or prying/leveraging during use.